Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was not charging. It was noted that an antibiotic was prescribed. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient's ipg was not charging. It was noted that an antibiotic was prescribed. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing loss of stimulation. It was noted that the leads migrated and had contacts out. The patient's lead revision was denied by the insurance. No further course of action at this time.

Event description:
A report was received that the patient's ipg was not charging. It was noted that an antibiotic was prescribed. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patient had multi-factorial and multi-site issues of pain. It was noted that the ipg was not charging and the lead seemed migrated. Antibiotic was prescribed. The patient will undergo a revision procedure.